Event description:
An IV attempt x2 with difficult inserting and advancing needle. Needle was almost dull in sensation. This is only 2 IV caths from smith medical. We had several others that leaked at the hub or had a tear on the plastic cath tip.